Event description:
It was reported that the device and atrial lead were being explanted for a device upgrade. Upon explant of the device it was noted that there was necrotic tissue in the device pocket. Cultures were taken but there was no infection or growth. It was further reported that the atrial lead could not be removed with tugging on the lead. A separate procedure was scheduled for the explant of the atrial lead and debridement of the device pocket. The device and lead were part of a study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.